Event description:
It was reported that right atrial (ra) leas was surgically abandoned due to noise on the ra lead with out of range impedance issue because of suspected lead fracture. As a result, a different ra lead was implanted. No additional patient adverse effects were reported.

Manufacturer narrative:
Should additional information become available, this report will be updated.